Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleged that his compact plus meter reads in mg/dl, rather than mmol/l. Labeling on the meter indicates that readings should be in mmol/l. Customer indicates the he received a blood glucose result of 186 mg/dl. No actions taken based on device results. The blood glucose monitor was requested to be returned for product evaluation.